Event description:
Additional information received six days later to initial report that the neurostimulator was explanted additional information received six days later from previous report, reported that the pocket contained pus. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported patient experienced shocking/jolting sensation and was hospitalized. It was added that patient was sore after uncomfortable stimulation. It was noted that patient outcome was reported as ¿alive with no injury¿.a follow-up report will be sent if additional information becomes available. Additional information received reported it was due to possibly positional change and was unsure on how patient was doing.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the stimulator ins was functionally ok and had insignificant anomalies. Analysis of the first lead (s/n (B)(4)) found no significant anomaly, the stimulator lead body¿s outer insulation was broken. Analysis of the second lead (s/n (B)(4)) found no anomaly. Analysis of the first anchor (lot # unknown) found no anomaly. Analysis of the second anchor (lot # unknown) found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received reported that the patient "complained of intense jolting while lying down." It was noted that the patient went to the emergency room (ER). It was noted that the impedances were found to be within normal range. It was further noted that there was a "possible infection." Non-normal battery depletion was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).